Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds) devices. The reported adverse event/patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information available, the definitive cause for the mitral stenosis could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for elevated mean mitral valve gradient post procedure. Patient ID: (B)(6). On (B)(6) 2019, the patient presented with severe mitral regurgitation. Mitraclip (cds0602-ntr, 90221u161) was implanted as treatment. On (B)(6) 2019, a follow-up echocardiogram was performed. The mr was grade 2+ and a mean mitral valve gradient of 6mmhg was noted. No additional information was provided regarding this issue.